Manufacturer narrative:
Approximate age of device: 3 yr. 5 mo. The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going on vad support. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to an outside facility with unspecified stroke-like symptoms and was transferred to the implanting center the following day. An embolic stroke was suspected; however, a definitive diagnosis was not available. The patient had a sub-therapeutic international normalized ratio at 1.5 at the outside facility with a systolic blood pressure of 100. The patient's lactate dehydrogenase level was elevated from 200 u/l to 700 u/l. It the patient also has an extensive history of infection (site not specified) so they are ruling out an infectious stroke. Data log files were sent to the manufacturer where low flow alarms were noted. The rest of the file was unremarkable with an average estimated flow of 4.1 lpm. The patient is currently ongoing.